Manufacturer narrative:
(B)(4). Additional information: a companion sample was received and evaluated. A visual inspection and a functional test were performed. The reported problem of leakage was not confirmed and the cause of this reported condition remains unidentified. There were no release/testing specifications that were not met for this lot number that could explain the customer reported problem. There were not any nonconformities, failures, rework or deviations documented in the batch record that could explain this problem. Also there were no nonconformities from a prior or subsequent batch documented in this batch record that could be could explain this problem. There were not any changes to specifications, test methods, process, equipment, or raw material made that could be associated with the reported problem. There have been no issues with stability or retained sample for this batch that could be associated with the reported problem.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of an administration set that leaked near the filter. There was no patient involvement as noticed while the drug was being hooked up and before remicade was about to be infused. This condition occurred during priming; there was no medical intervention necessary. No additional information is available.